Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, at the time of the call, the insulin gauge displayed 105 units; however, the customer believes there is 199 units of insulin remaining in the cartridge. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 200 mg/dl.